Manufacturer narrative:
(B)(4)'s distributor in the area, (B)(4) is returning the table to (B)(4) for examination. We will then send the table to the manufacturer in (B)(4) for their final conclusion and will report back to FDA when we have their report. The facility has been given a loaner table to use in the meantime.

Event description:
In response to (B)(6), MDR # (B)(4) received on (B)(4) 2013.